Event description:
The autopulse platform (sn (B)(4)) with autopulse li-ion battery #1 (sn (B)(4) was used for resuscitating a cardiac arrest patient. The customer paused the autopulse platform after 5 to 10 minutes of compressions for a pulse check. Upon resuming the compressions, the autopulse platform shutdown after displaying the "low battery" advisory message. The crew immediately reverted to manual CPR and replaced the battery. The CPR was resumed with autopulse li-ion battery #2 (sn (B)(4). The customer paused the autopulse platform after 2 minutes of compressions for a second pulse check. Upon resuming the compressions, the autopulse platform shutdown after displaying the "low battery" advisory message. The crew immediately reverted to manual CPR and replaced the battery; however, the same issue repeated with autopulse li-ion battery #3 (sn (B)(4) when the CPR was resumed after the third pulse check. The crew immediately reverted to manual CPR. The customer stated that all three batteries were fully charged before the call; however, the customer did not recall the color of the batterie's status leds. In addition, the customer stated that the autopulse platform displayed a user advisory (ua) 19 (max applied load exceeded) error message during the resuscitation; however, the customer could not recall the specific timing of the advisory message. No consequences or impacts on the patient. Zoll representative visited the customer site to check the autopulse platform and was able to verify the ua 19 (max applied load exceeded). In addition, the zoll representative noted that the driveshaft was very hard to turn. Please see the following related MFR report: MFR 3010617000-2022-00684 for the 1st autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-00685 for the 2nd autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-00686 for the 3rd autopulse li-ion battery (sn (B)(4)).

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform shutdown after displaying the "low battery" advisory message and displayed user advisory (ua) 19 (max applied load exceeded) error message" was not confirmed during the preliminary functional testing but was confirmed during the archive data review. Upon further testing, zoll service personnel noted that the drive shaft was hard to turn, which was also verified by the zoll sales representative during the customer site visit on the reported event date. The archive data indicated that the ua19 was triggered by the max weight on the load cell exceeding the upper threshold, and ua01 (low battery warning) was triggered when the autopulse platform used more power to perform compressions and drew down the autopulse li-ion battery remaining capacity faster than usual. The archive data indicated that the three batteries used during the deployment started fully charged but drew down the battery's remaining capacity in a relatively short time, and the max load shown on the device was not consistent and showed rapid fluctuations. This could be due to a patient moving or shifting on the platform, a stuck lifeband, or a stiff drive shaft or encoder gearbox issue. In this case, the potential root cause for the reported complaint was determined to be due to a stiff drive shaft. The batteries used during the reported event were not returned for investigation. Upon visual inspection, zoll service personnel noted a nonfunctioning mute button unrelated to the reported complaint. The root cause for the observed problem was a defective processor board, likely attributed to a defective component. The processor board was replaced to address the observed problem. The archive data indicated that the autopulse platform stopped performing compressions due to ua01 and ua19 error messages around the reported event date, thus, confirming the customer-reported complaint. In addition, the archive data indicated ua17 (max motor on time exceeded during active operation) and ua29 (loss of brake connectivity) error messages around the reported event date and were not reported by the customer. The autopulse platform passed the initial functional test by performing compressions continuously for more than 30 minutes using a known good autopulse li-ion battery without any fault or error. The customer reported error messages, and the errors observed in the archive were not reproduced during the functional testing. However, upon further testing and unrelated to the reported complaint, the brake gap inspection revealed that the brake gap was wide (0.013") and could not be adjusted due to a defective drivetrain. The defective drivetrain and the clutch were replaced to address the stiff drive shaft and the observed ua17 in the archive. The probable root cause for the ua29 observed in the archive could be due to a defective brake cabling. Since the drivetrain was already replaced, power distribution board (pdb) was replaced as a preventive precautionary measure to address the observed ua29 in the archive. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).